Event description:
Dexcom was made aware on 10/15/2024, that on (B)(6) 2024, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2024. The patient experienced an infection 3 days after the sensor was inserted in the arm. The patient experienced itching, inflammation, and infection under the entire patch area. The patient was treated with prescription oral medication cephalexin 500mg/ 4 times per day. At the time of the report, the patient was okay. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).